Event description:
Customer reported receiving erratic readings of 92 mg/dl, 87 mg/dl, 106 mg/dl, 107 mg/dl and 110 mg/dl on her adc meter. Customer further reported experiencing symptoms that were described as "cold, blurred vision and dizzy spell" and experiencing a loss of consciousness. Customer stated that "her tongue gets galloped, it (I)s already a warning sign for her" and reported having an unknown injury. Medical survey was not completed and although customer service made several attempts to contact customer to obtain more information, these efforts proved to be unsuccessful. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1263119) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Three of the five readings the customer reported were found in meter memory.